Manufacturer narrative:
Section a: there was no patient involvement. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a backup battery cover screw breaking in half was confirmed via evaluation of the returned system controller. The cover screw closest to the power cables on the system controller was unable to be unscrewed. Visual inspection of the screw found the head of the screw removed. The other screws were in unremarkable physical condition and could be removed without issue. Aside from the broken screw, the system controller functioned as intended during analysis. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after inserting the emergency backup battery (ebb) into a new system controller and closing the cover, the screw head broke off. The screw head broke during attempt to screw cover on and that the event occurred prior to issuing to a patient. Another new system controller was obtained and issued.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The sit had no information to provide as it had not been issued to a patient.